Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce and replaced the iesu to resolve the issue. System was tested and was ready for use. Isi receive the iesu to perform failure analysis (fa). Fa reproduced and confirmed the customer's reported complaint when the unit was placed on an in-house system and was run in normal mode.

Event description:
It was reported that prior to the start of a da vinci-assisted malignant hysterectomy surgical procedure, the erbe generator was showing error. An intuitive surgical, inc. (Isi) technical support engineer (tse) observed error u-02 in the system logs. The tse walked the customer through removing all of the cables from the back of the erbe generator, waiting two minutes, and then connecting only the erbe power cord. The erbe powered on without error. The customer then connected three communication cables, and no error occurred. The tse advised the customer that the issue was likely to return at a later point and that replacing the vsc was an option as all other da vinci systems on site had the same software. The procedure was competed with no reports of patient injury.